Event description:
During a mid-shaft tibia fracture procedure the aiming arm for titanium cannulated tibia nails - ex would not engage the standard insertion handle. The surgeon had to beat on the aiming arm in order to get it to engage the insertion handle in order to complete the procedure. The procedure was completed and the patient is reportedly doing fine. This is report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A device history review was conducted and it was found that there were no issues related to this complaint. The manufacturing documents were reviewed and no complaint related issues were found. Manufacturing investigation found that the pins and the surface of this aiming arm do fit properly to the insertion handle. But the connecting screw cannot be screwed into the thread of the handle. This is caused by a damaged first thread flank of the connecting screw. It is impossible to determine how or when this thread flank did get damaged. However, the damage must have occurred after assembling the components, as insertion into the aiming arm would have been impossible with such an damage. The turning of aluminum we found in the space between the first thread flanks was obviously sheared off from screw hole in the aiming arm. Based on this finding we assume that the connecting screw was for some reason inserted in an extreme angle and therefore did not fit into the counterpart. This could also lead to such a damage of the thread flanks. Placeholder.